Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected" alarm and stopped pumping. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative found blood detect message stored in error log on (B)(6) 2012 at 8:07 am. Could not duplicate problem. Purged condensation from circuit. Verified proper operation of blood detect circuit. The iabp was performance tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).